Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 30mm in length, 80-90% stenotic and located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath and 6fr crossing guide wire to access the lesion. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician completed two runs at low speed for 15 seconds. During the third run, the patient started complaining of chest pain and angiography revealed a perforation. The device was removed and the physician attempted to deploy a covered stent; however, the stent could not be advanced. The physician performed balloon angioplasty and then followed-up with stent deployment to resolve the perforation. The patient left the procedure in stable condition. Three requests for additional information have been made, but none has yet been received.